Event description:
It was reported that there was a message in the observations window: "histograms contain invalid data" and the pacing percent's showed "???" The device was being checked after the patient completed a course of radiation therapy treatments. A review of product performance information from the device revealed a bit-flip. The device remains in use. A review of the device product performance data revealed an impedance decrease on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. An impedance/resistance decrease was noted when on (B)(6) 2011, lead impedance changed abruptly from 600 ohms to 450 ohms. (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was no evidence for a power on reset (por) over the save to disk time period ((B)(6) 2010 to (B)(6) 2012).